Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. We have established a relationship between the event reported and the device. Visual inspection found no issues. Functional evaluation was performed, when fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device ran for its intended 7 days. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete as ¿no fault found¿ with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt, the pico7 pump shuts down/stops and does not start again. It is a tummy tuck with a flat surface thus no leakage. Treatment was completed with a new device with no delay. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.